Event description:
Reported infiltration on 5 catheters in body. The 2 of the catheters were on the same patient. Some symptoms were reported very soon after placement, some a bit longer. Signs were swelling in the patient's chest and some patients had swelling in shoulder. One patient coded and needed 50cc of tpn/lipids drained from the chest. Subsequent x-ray shows a pleural effusion. No catheters were reported as broken off in patient and all were removed in their entirety. No catheters were flushed after removing, but one catheter is available for inspection. Argon cutting tool was used on all catheters, and also use recommended technique of steri-strip over hub with tegaderm (crisscrossed steri-strips for additional securement). Also use algidex. Tpn/lipids were infused in all cases before notice of infiltration.

Manufacturer narrative:
One sample was returned for evaluation. The catheter had been trimmed to 12cm and had "bd" on the hub. A cap accessory was attached to the luer of the first PICC. A leak test was attempted to determine if the catheter had been damaged. A syringe was filled with fluid and attached to the catheter, but the fluid was not able to flow through the catheter when the syringe was pressed. The catheter has several occluded areas that could be seen. The catheter was then closely inspected under a microscope. There was no damage seen over the entire length of the catheter tubing. Dried fluids were seen. The tip of the catheter had a clean, even cut. Based on the sample investigation, there were no indications that the catheter was not functioning correctly other than the occlusions that occurred after removal of the catheter. The catheter tip was trimmed and the tubing was intact. Based on the available evidence, a root cause is unable to be determined. Manufacturer, becton dickenson, reviewed the design history record and no related findings in the mrr databases for this lot number and sub-lot numbers associated with this incident. All catheters are 100% leak and flow tested during manufacturing.